Manufacturer narrative:
Investigation code: c1901: unable to exclude device problem. We are unable to verify the reported failure (leaking) as complaint sample was not returned for investigation. Based on investigation result, the cause of the reported failure (leaking) could be due to the tubing connection used with the scope was not properly secure which may cause water exit from the distal tip when activating irrigation during the procedure. Ambu production and qc had performed 100% checked on insufflation/rinsing valve on each of the scope. In addition, ambu production performed 100% leak and flow inspection on each of the scope to ensure the product is in good condition prior to shipment. Production, quality control and technical team have been alerted on this market complaint.

Event description:
The ambu system has been leaking. The patient aspirated and the physician doesn't want to use it anymore. Patient condition was not affected, and is fine no patient harm at time of incident or residually afterwards. Following additional information received: was the endoscope inspected for leaks or water dripping prior to insertion? If so, what was observed? There was not any pre-inspection of leaks or dripping prior to insertion. It was described that water was flowing out like a powerful stream during procedure and continued upon extubation. After procedure, not apparent leaks were observed. Fluid was exiting through the forward water jet channel. Was any intervention required because of the leak (e.g. Suction), or did the patient clear the airway spontaneously by coughing? No serious intervention required. Just suctioning the airway from anesthesia. Airway was cleared.